Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The device was given functional testing; this showed the device functioned as per specifications. The reported issue could not be confirmed. The cause of the reported issue could not be established because the returned device met with specifications.

Event description:
It was reported the device gave a "double beep" alarm with no cassette attached. No known adverse effects to patient.